Event description:
Cannula body was collapsed during use.

Event description:
Baxter (B)(4) received a report that leakage was found from the pinhole on the tubing. The set had been used for 35 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
Customer report was confirmed. Wire reinforced section of cannula body was pinched at multiple locations. Correction for this issue was addressed in CAPA (B) (4). This involved a redesign with a stiffer wire and improved packaging to protect the product.